Manufacturer narrative:
Physio control verified the reported issue and replaced the therapy pcb assembly. A proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The removed therapy pcb assembly was further evaluated by physio control. The root cause of the reported issue was determined to be due to the corrupt flash memory on the ic (integrated circuit), u21, defib processor.

Event description:
The customer contacted stryker to report that their device had logged an event code in its memory which is indicative that the defibrillation therapy may not be able to be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control performed an initial evaluation of the customer's device and was unable to verify the reported event code. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had logged an event code in its memory which is indicative that the defibrillation therapy may not be able to be delivered. There was no patient use associated with the reported event.